Event description:
It was reported that the supply line of a homechoice cassette disconnected from a solution bag. The patient was connected at the time of the event. This occurred during the initial fill of peritoneal dialysis therapy. The patient reported that they had replaced the bag. The technical service representative assisted the patient in ending therapy and advised the patient to restart therapy using new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.